Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 06, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to hematoma inflammation post-implantation. The patient was re-implanted with a new device on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on january 04, 2023.